Event description:
An intermittent force sensor connection was observed during the investigation.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that multiple loss of prime warnings had occurred, but no loss of cartridge detection alerts had occurred. The pump was exercised for 24 hours during which time the pump lost prime but there was no loss of cartridge detection. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.